Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the product was reported to require a higher setting to get the best result in cauterization and the tip stay heated longer that it had burnt drapes, gowns and skin barriers upon contact for quick seconds. There were instances when it penetrated through the skin barriers such as ioban which resulted to a tiny burn on the patient's skin. An ers (erythrocyte sedimentation rate) was done for this.